Event description:
It was reported via repair work order that both side rails could become unlatched during use due to missing compression springs. It was also reported that the head end brakes were not holding due to a damaged brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.